Event description:
It was reported that stent damage occurred and the procedure was cancelled. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal left circumflex artery (lcx). The lesion was predilated with a 2.50 mm balloon catheter with 50% residual stenosis. A 2.50 x 38 mm synergy xd was then advanced to treat the lesion. However, during the procedure, it was noticed that the stent strut was stretched. The device was removed as usual and the procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 38mm stent delivery system, catheter was returned for analysis. Examination identified multiple kinks along the shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Inspection found evidence of stent damage with stent struts stretched from the mid-section out over the bumper tip. No signs of movement as the stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. No other device issues were identified during returned product analysis.

Event description:
It was reported that stent damage occurred and the procedure was cancelled. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal left circumflex artery (lcx). The lesion was predilated with a 2.50 mm balloon catheter with 50% residual stenosis. A 2.50 x 38 mm synergy xd was then advanced to treat the lesion. However, during the procedure, it was noticed that the stent strut was stretched. The device was removed as usual and the procedure was cancelled. No patient complications were reported.